Event description:
It was reported that during priming the needle was clogged with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needle clogged during priming.

Manufacturer narrative:
H.6. Investigation: customer returned (B)(4) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the needle clogged during priming. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming the needle was clogged with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needle clogged during priming.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during priming the needle was clogged with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needle clogged during priming.